Manufacturer narrative:
8/7/1998- supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a laparoscopic gastrectomy procedure. Reportedly, the approximating lever broke and the instrument was difficult to open. The surgeon applied another device and resected the tissue at the application site. The hosp has reported the pt's condition is satisfactory.